Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with approximately 180-200 units of insulin. Customers blood glucose level was not impacted. No trouble shooting was performed, issue happened in the past. The customer is no longer experiencing fill estimate issues.